Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10.. Two used company cartridges were returned in the lens carton. Both used cartridges exhibited lack of viscoelastic. Both cartridges were cracked at mid-nozzle on the top. The damage turns into a split as it travels into the thinner tip. The cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Sixteen unopened samples for one company lot were also returned. Two samples were pulled for evaluation. No damage or abnormalities were observed. Functional testing was conducted with no lens or cartridge damage. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The indicated associated lens model/diopter is qualified for use. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used, the root cause for the reported damage may be related to a failure to follow the dfu. Both returned used company cartridges were damaged. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. There appeared to be inadequate viscoelastic in the two used cartridges. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Functional testing was conducted with two of the returned unopened company cartridges with no damage to the lenses or the cartridges. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge cracked upon implantation. There was no reported patient harm. Additional information has been requested.